Manufacturer narrative:
An event of resistance being felt while retracting the delivery cable into the sheath after releasing the occluder with a fiber being found on the cable possibly due to damage of the occluder was reported. Investigation into the returned delivery cable found that the fiber was not material from the implanted occluder, but was instead biological material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Damage to the occluder could not be confirmed as the device remains implanted and was not returned for analysis. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 11mm amplatzer septal occluder (aso) was implanted as usual with use of a 7f amplatzer trevisio delivery system. The physician did not encounter any difficulty or resistance with the device implant. After the aso was implanted in the defect, the delivery cable was detached from the aso without any issue. When the delivery cable was being pulled into the trevisio delivery sheath, resistance was felt. After pulling out from the patient, fibrous form like substances was visually confirmed adhering onto 1-2cm of the tip of the delivery cable. The physician alleged that although the aso was able to be detached from the delivery cable as usual, resistance was felt while the delivery cable was pulled into the delivery sheath. So the polyester fiber might have been accidentally tangled by the cable. At present, no findings have been confirmed under echo observation and fluoroscopy of the aso after placement. The product box containing the delivery system did not appeared damaged in any way. Patient stable, no additional information was provided.